Manufacturer narrative:
Evaluation of the returned drill shows the drill head has been broken off at the shaft. No material voids observed at the break area. The proximal end that interfaces with the drill chuck is worn and appears to have slipped at one time in the drill chuck. All dimensions that could be verified met print specifications. The shaft is bent in several places along its length. This condition is consistent with excessive torqe being placed on the drill during use. (B)(4).

Event description:
Spade tip of drill broke off in the patients glenoid and remains. Surgeon was concerned about creating more damage in retrieving the piece so it is still in the shoulder. Tip of drill was noted missing when the drill was removed from the patient. Drill appears to have snapped off at the point where the shaft and drill bit mate. Surgeon completed the surgery with 3 more anchors of the same type in different locations